Manufacturer narrative:
D4: corrected lot number.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device manufacturer date: the year is the only known part of manufacture date. We have defaulted to the first of the year

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.